Manufacturer narrative:
The events of rash and seroma are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri and concomitant breast implant on (B)(6) 2014 during right side breast reconstruction surgery. Post-implantation on (B)(6) 2014, the patient presented with "red oedematous itchy skin changes all over reconstructed right breast and chest wall. (Direct to implant with 410 mm & seri). Developed 1 month after surgery. Prior to this the skin was normal. Trace of seroma fluid only on uss. Unusual for mesh reaction as there was no redness or seroma initially post op and now the rash is extending towards the right clavicle thus way above the seri position." Treatment for the rash and seroma included antibiotics, antihistamines and anti-inflammatories. Device remains implanted and is unavailable for return.